Event description:
The customer reported that the galileo typed an historically type a donor (forward type only) as a type o. Manual testing was performed on this donor using the tube method; reactions with anti-a were 2-3+ mixed field.

Manufacturer narrative:
According to its procedures, the customer only performs forward abo testing on blood donor units. The operator manual states: "forward only abo-rh testing has a higher risk of mistype due to the absence of the reverse type results. Hazardous mistypes may occur, such as an a sample being interpreted as group ab, or an rh (d) negative sample being interpreted as rh (d) positive. For this reason, abo-rh results should always be compared to the pt or donor's history." The customer sent a sample for investigation testing. Fwd_aborh testing was performed on an in-house galileo with customer's donor segment sample, and was interpreted as type o. Visually, the anti-a well appeared as possible mixed-field reactivity. Hemagglutination tube testing was performed with the customer's donor segment sample; it exhibited 1+ mixed-field reactivity with anti-a. The operator manual states: "the galileo cannot reliably detect hemagglutination reactions that are graded as 1+ or less in test tube methodology." And "the galileo does not differentiate mixed-field reactions". The event is the results of known instrument limitations.